Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. Visual inspection revealed wear and tear damage on the enclosure, line cord, and front cover. The investigator plugged the line cord into an outlet. The unit failed to power on. The customer reported product problem was therefore confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that level 1 hotline low flow system (hl-90) failed to power on. The product problem was observed during testing. There was no patient involvement.